Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an unk "pelvic mesh product suspension device" in or around 2002 to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged that the plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal tissue, dyspareunia, disability, mental anguish, and other injuries. It was also alleged that the plaintiff experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and sustained permanent injuries.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.